Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the keypad was fully intact. All of the buttons on the keypad were found to be responsive with no hypersensitivity. The keypad was removed and no contamination was found under the button contacts. The pump was able to be manually locked and unlocked successfully during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the patient was unable to successfully unlock the pump with the instructions provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.